Event description:
It was reported to boston scientific corp that one week after an anterior pelvic floor repair procedure using a pinnacle pfr kit, the pt experienced urinary retention and buttock and back pain. Additionally, a suture broke and exposed the anterior incision. The physician catheterized the pt for a week and she is reportedly out of retention now. The pt is currently taking pain medication and estrogen cream, and will be resutured at a later date.

Manufacturer narrative:
The lot number of the device is unk; consequently, the MFR and expiration dates cannot be determined. The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.